Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were reacting very slowly. When customer took insulin for meals, her blood glucose was at 250 mg/dl, she puts her carbs, she tried to raise her basal. The bolus wizard was not enabled as well. Customer experienced high blood glucose. Troubleshooting was not mentioned for button issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.